Manufacturer narrative:
The device was received by resmed and evaluation was performed. The device evaluation confirmed a single occurrence of error message (sf189), however, performance testing could not reproduce the device fault. The evaluation also determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating a loss of communication with the main board and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.